Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a fill tubing alert and a minimum fill notification. Customer performed a supply change and successfully resumed insulin. Blood glucose level was 222 mg/dl.